Manufacturer narrative:
Complaint no: (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The cause was reported to be a loose connection. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during dwell four of four of peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the alarm. During troubleshooting, the patient reported that there was a leak from a loose connection between a supply line and bag. The technical services representative assisted with ending therapy and reviewed proper procedures with the patient. The patient would complete therapy with manual supplies. There was no patient injury or medical intervention reported. No additional information is available.